Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. Images were provided. Customer report of "'hairs or fibers' arising from ring" was confirmed through image evaluation. Two color photos were provided of ring. Ring appeared to be still attached to ring holder. A fiber-like particulate appeared to extend from the sewing ring. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this 32mm ring was not used due to particulates observed on box opening. As reported some "hairs or fibers" arised from the ring. The device was not returned for evaluation because of covid and other infectios and the device was discarded at the hospital. As reported, another 32mm ring was implanted in replacement. The implant of the replacement device was successful.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
As reported some "hairs or fibers" arised from the ring.¿ the ring was not returned for evaluation, but images were provided. Per image evaluation ¿customer report of "'hairs or fibers' arising from ring" was confirmed through image evaluation. A fiber-like particulate appeared to extend from the sewing ring.¿ DHR review showed no related nonconformances. Based on the provided information and no product returned, the nature/composition of the fiber-like particulate could not be confirmed, and a definitive root cause could not be conclusively determined.

Manufacturer narrative:
Additional manufacturer narrative: based on the new information received, this event is no longer considered reportable.

Event description:
Edwards received notification that this 32mm ring was not used. As reported, some "hairs or fibers" arised from the ring. Through investigation, it was understood that the fiber was part of the cloth and had the same color.